Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event and examined the system. The fse confirmed that the wash collar was leaking. The fse replaced the wash valve for the reagent probe which resolved the issue. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a contained reagent probe b leak in the unicel dxc 880i synchron access clinical system (full system). Customer also received "chemistry cartridge (cc) cuvette not dry at first dispense" error message for reagent probe a. Upon troubleshooting, customer confirmed fluid leak was coming from the wash collar not the reagent probe. After performing a shutdown and reboot, the reagent probe b wash collar continued to develop droplets at the bottom of the wash collar. Leak was contained on the reagent tray and reaction wheel cover. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated.